Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the customer's blood glucose was 477 mg/dl even though the customer did not eat anything. During troubleshooting, found cannula was bent. Customer was advised to change the entire set, reservoir, and insulin. Customer was advised to monitor the device. Customer will not be returning the device for analysis.